Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Month and day unknown. Only year (2017) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure was being performed? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? What was done to complete the procedure? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an unknown procedure, there was an incomplete staple line. There were no patient consequences reported.